Event description:
At the beginning of the af ablation procedure, as soon as the tacticath ablation catheter was connected to the tactisys, it was noted that the contact cell was not functional and no contact detected or displayed. The catheter was replaced which resolved the issue. Procedure was completed with no adverse health consequences.

Manufacturer narrative:
Fsca number: (B)(4).

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The reported event of a contact force issue was confirmed. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.